Event description:
It was reported that during use of this bur guard with a drill in oral surgery, the patient received a burn to the lower right lip. It was reported that the patient was referred to a plastic surgeon.

Manufacturer narrative:
A medwatch was filed for the hall surgairtome two drill in 2004 under MDR# 1017294-2004-00052. Investigation results: an investigation of this bur guard could not be performed as the device was not returned to the manufacturer. The handpiece manual for this bur guard and the information for use (IFU) provides the following information to the user: 1. Prior to each use, all equipment must be inspected for proper operation. 2. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. Bur guard test procedure. 1. Prior to attaching the bur guard; a. Check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. B. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec for service. The recommended service interval for this bur guard is every six months.